Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis five unopened samples of product code vcp1408, lot ldz175. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected; also, the tip and body of the needles were examined no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage needle were found on the sample. Representative samples returned to support investigation of 5 device issues captured in reports , 2210968-2019-80926, 2210968-2019-80939, 2210968-2019-80953, 2210968-2019-80954 and 2210968-2019-80955. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a hip surgery procedure on an unknown date and suture was used. During use on the patient the needle broke. The parts were retrieved. The surgery was completed with another suture. There were no adverse patient consequences reported.